Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying if customer had milk backup; verifying customer uses dry pumping parts according to IFU; verifying customer did the initial 2 hour charge according to IFU and verifying customer uses the medela brand charger that came with pump for charging her pump. A replacement device was sent to the customer. The customer service representative sent a return label for the customer to return her pump for quality testing. In follow up with a complaint handler on 05/05/2025, the customer indicated that she developed mastitis and was prescribed cephalexin to treat it. She stated her mastitis has resolved. She also stated, she believes this pump is not strong enough for her to be her primary pump and that is why she got mastitis. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her freestyle flex pump shut off mid-pump and would not turn back on. She stated she developed mastitis and was prescribed an antibiotic.